Manufacturer narrative:
Initial reporter full address could not fit in cell e1 and is the following: (B)(6) this submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
The snare retrieval kit was expected to be used to retrieve the denali filter placed in the inferior vena cava through the right internal jugular vein. When performing radiograph with the 11 f introducer sheath of the retrieval kit, liquid was found leaking the distal end of the introducer sheath. The sheath was removed out of the body and carefully examined and a small "breach" was found. To ensure the safety of the patient during operation, the snare retrieval kit was replaced with a new one.